Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of a umbilical hernia. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia can be attributed to strenuous work for his employment with no indication of a deficiency or malfunction of any fresenius product(s) or device(s) as confirmed by this patient. This is further supported by studies that have found most hernias occur prior to the patient¿s start on pd. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, though an allegation exists by the patient that stated pd fluid caused his hernia, there is no objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2025, during a follow-up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized to address a previously diagnosed hernia. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with this pd patient, it was reported this patient was admitted to the hospital on (B)(6) 2025 following an intensification of abdominal pain during ccpd therapy at home due to an umbilical hernia that was diagnosed on (B)(6) 2025. The patient was given some pain relief during the admission but did not undergo a surgical correction for the hernia. The patient was able to undergo ccpd therapy on a hospital provided fresenius cycler (unknown model) for the duration of the admission. The patient had an uneventful hospital course and they were discharged home after a couple of days of observation and pain management (exact date of discharge unknown). It was confirmed that the patient¿s care providers did not attribute the hernia to cycler use but were concerned that continued normal pd therapy may exacerbate the severity of their hernia. Additionally, it was affirmed that there was no malfunction or deficiency of his fresenius product(s), device(s) or drug(s) that caused or contributed to their hernia and associated hospitalization. The patient is scheduled for corrective surgery for the hernia in the beginning of (B)(6) 2025. The patient continues ccpd therapy on the same liberty select cycler at home following these events. Mr. (B)(6) affirmed that their prescription has not been changed to accommodate his hernia or associated symptoms.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 10/jun/2025, during a follow-up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized to address a previously diagnosed hernia. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with this pd patient, it was reported this patient was admitted to the hospital on (B)(6) 2025 following an intensification of abdominal pain during ccpd therapy at home due to an umbilical hernia that was diagnosed on (B)(6) 2025. The patient was given some pain relief during the admission but did not undergo a surgical correction for the hernia. The patient was able to undergo ccpd therapy on a hospital provided fresenius cycler (unknown model) for the duration of the admission. The patient had an uneventful hospital course and they were discharged home after a couple of days of observation and pain management (exact date of discharge unknown). It was confirmed that the patient¿s care providers did not attribute the hernia to cycler use but were concerned that continued normal pd therapy may exacerbate the severity of their hernia. Additionally, it was affirmed that there was no malfunction or deficiency of his fresenius product(s), device(s) or drug(s) that caused or contributed to their hernia and associated hospitalization. The patient is scheduled for corrective surgery for the hernia in the beginning of (B)(6) 2025. The patient continues ccpd therapy on the same liberty select cycler at home following these events. Mr. (B)(6) affirmed that their prescription has not been changed to accommodate his hernia or associated symptoms.